Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue within the fault logs. The fse found errors in the fault logs referencing the touch screen and video generator board. To resolve the issue, the fse replaced both parts and tested. The unit passed all calibration, functional, and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) touch screen calibration failed. There was no patient involvement and no adverse event reported.